Manufacturer narrative:
According to the instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including a minimum aortic neck length of 15 mm. In addition, potential adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. As reported, the proximal neck did not meet anatomical requirements due to seal zone length. The physician attempted to land the trunk-ipsilateral leg component distal to the right renal artery which was the lowest renal artery. The device was well placed, and the final angiograms appeared to show sufficient proximal seal. On an unknown date, follow-up imaging revealed a type 1a endoleak. On (B)(6) 2020 the patient underwent a reintervention whereby proximal extension of the graft with a right renal artery snorkel was performed using a gore® excluder® aaa endoprosthesis aortic extender component and a gore® viabahn® vbx 6mmx39mm stent graft. The procedure was successful in excluding the type 1a endoleak.